Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a red alert was identified via remote monitoring indicating that this implantable cardioverter defibrillator (ICD) and implantable right ventricular (rv) defibrillation lead had exhibited a high out-of-range shock impedance measurement greater than 125 ohms. The patient was referred to his physician. Additional information received reported that impedance measurements had improved without intervention. This ICD and rv lead remain in service, and will continue to be monitored remotely. No adverse patient effects were reported.